Manufacturer narrative:
Additional information provided indicated that post valve deployment the patient¿s blood pressure dropped and it was confirmed the patient had suffered a massive annulus rupture. No actions could be taken as the rupture was ¿total¿ and the patient expired 10 minutes after valve implantation. Additional information was requested but was not forthcoming. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the information requested was not forthcoming so the exact cause of the annular rupture could not be determined. However, it may be due to possible patient factors (bulky annular calcification), larger valve implanted than annular size, and/or related to the mechanisms listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Should additional information be received, the information will be reviewed and a supplemental MDR report will be filed.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure, after the deployment of a 26 mm sapien 3 valve, an annular rupture occurred.